Event description:
It was reported that during the procedure in the moderately calcified right coronary artery, the balloon did not inflate during an attempt to deploy the 2.75 x 23 rx xience prime stent. Balloon rupture was not suspected. The stent delivery system was removed from the anatomy and a new unspecified stent was used to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon inflation failure was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.